Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine follow up, increased threshold and very low impedance were observed on the right ventricular (rv) lead. It was noted that the rv lead appeared "stressed." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. The analyst commented the lead was returned with the helix fully retracted and tissue visible in the helix; the analyst removed the tissue with alcohol and the helix tested within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.